Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On (B)(6)2022, the paediatric patient's bg was 20 mg/dl but the cgm was reading 100 mg/dl. The patient was taken to the emergency room (ER), but no information was provided about any symptoms or treatment provided. Multiple attempts to reach the patient's parent for additional details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.